Event description:
Customer was using the subject device for a patient that rebled after endoscopic intervention for bleeding. Unfortunately, the sheath could not be retracted and the clip would not advance. Intended procedure was completed using a similar device. Bleeding was controlled with adrenaline injection. Patient is now recovering.

Manufacturer narrative:
The exact cause of this phenomenon could not be conclusively determined since the subject device was not returned to olympus medical systems corp. (Omsc). This report will be supplemented if any import, additional information is obtained, or the subject device is returned and any significant evaluation result is obtained.